Event description:
Philips received a complaint by the customer on the v60, indicating that the device's screen lock is on and won't release. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that it may potentially rg 232 connected to back of unit. Reset device. Accessed diagnostic mode. No codes associated with component failure observed. Advised customer to continue using. If issue re occurs, a new complaint file will be reopened to further troubleshoot. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00174. All information from the original report(s) has been transferred to this report.